Event description:
Case description: investigational results: name:novopen echo plus, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: tresiba chu penfill, batch number:unknown no investigation was possible, because neither sample nor batch number was available. Name: novorapid chu penfill, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with following information investigational results were added for the suspects novopen echo plus, tresiba chu penfill and novorapid chu penfill is nonreportable field was updated as no malfunction field updated as no final report check box was ticked expected date of follow up report was deleted imdrf b,c,d,g codes were updated narrative updated accordingly. No consent for safety follow-up questions final manufacturer comment: 11-apr-2026: the suspected device novopen echo plus has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo plus. Patient's underlying medical condition of type 1 diabetes mellitus and elderly age (84 years old) are significant confounding factors for the development of reported events. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid and tresiba. H3 continued: evaluation summary name:novopen echo plus, batch number: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood sugar level decreased to 20 mg/dl (hypoglycaemia) [hypoglycaemia] error was displayed at the time of injection [device information output issue] physical deconditioning [physical deconditioning] fasting hyperglycaemia [hyperglycaemia]. Case description: this serious spontaneous case from japan was reported by a pharmacist as "blood sugar level decreased to 20 mg/dl (hypoglycaemia)(hypoglycaemia)" beginning on (B)(6) 2026 , "error was displayed at the time of injection(device image display error)" beginning on (B)(6) 2026 , "physical deconditioning(physical deconditioning)" beginning on (B)(6) 2026 , "fasting hyperglycaemia(fasting hyperglycaemia)" beginning on (B)(6) 2026 and concerned a 84 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , tresiba chu penfill (insulin degludec 100 u/ml) from unknown start date for "type 1 diabetes mellitus", , novorapid chu penfill (insulin aspart 100 u/ml) from unknown start date for "type 1 diabetes mellitus", patient's height, weight and body mass index were not reported. Current condition: type 1 diabetes mellitus(duration was not reported). On (B)(6) 2026 the drug solution came out normally when the patient primed the needle, but an error was displayed at the time of injection. Subsequently, the patient's physical condition worsened (physical deconditioning), and the patient's fasting blood sugar (blood glucose) level increased to 440 mg/dl (fasting hyperglycaemia) and then the patient's blood sugar (blood glucose) level decreased to 20 mg/dl (hypoglycaemia). Batch numbers: novopen echo plus: requested; tresiba chu penfill: requested; novorapid chu penfill: requested; action taken to novopen echo plus was reported as unknown. Action taken to tresiba chu penfill was reported as unknown. Action taken to novorapid chu penfill was reported as unknown. The outcome for the event "blood sugar level decreased to 20 mg/dl (hypoglycaemia)(hypoglycaemia)" was not reported. The outcome for the event "error was displayed at the time of injection(device image display error)" was not reported. The outcome for the event "physical deconditioning(physical deconditioning)" was not reported. The outcome for the event "fasting hyperglycaemia(fasting hyperglycaemia)" was not reported. Reporter's causality (novopen echo plus) - blood sugar level decreased to 20 mg/dl (hypoglycaemia)(hypoglycaemia): unknown. Error was displayed at the time of injection (device image display error): unknown. Physical deconditioning (physical deconditioning): unknown. Fasting hyperglycaemia (fasting hyperglycaemia): unknown. Company's causality (novopen echo plus) - blood sugar level decreased to 20 mg/dl (hypoglycaemia)(hypoglycaemia): possible. Error was displayed at the time of injection (device image display error): possible. Physical deconditioning (physical deconditioning): possible. Fasting hyperglycaemia (fasting hyperglycaemia): possible. Reporter's causality (tresiba chu penfill) - blood sugar level decreased to 20 mg/dl (hypoglycaemia)(hypoglycaemia): unknown. Error was displayed at the time of injection (device image display error): unknown. Physical deconditioning (physical deconditioning): unknown. Fasting hyperglycaemia (fasting hyperglycaemia): unknown. Company's causality (tresiba chu penfill) - blood sugar level decreased to 20 mg/dl (hypoglycaemia)(hypoglycaemia): possible. Error was displayed at the time of injection (device image display error): possible. Physical deconditioning (physical deconditioning): possible. Fasting hyperglycaemia (fasting hyperglycaemia): possible. Reporter's causality (novorapid chu penfill) - blood sugar level decreased to 20 mg/dl (hypoglycaemia)(hypoglycaemia): unknown. Error was displayed at the time of injection (device image display error): unknown. Physical deconditioning (physical deconditioning): unknown. Fasting hyperglycaemia (fasting hyperglycaemia): unknown. Company's causality (novorapid chu penfill) - blood sugar level decreased to 20 mg/dl (hypoglycaemia)(hypoglycaemia): possible. Error was displayed at the time of injection (device image display error): possible. Physical deconditioning (physical deconditioning): possible. Fasting hyperglycaemia (fasting hyperglycaemia): possible.